Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with meropenem injection (1 gram, once daily, discontinued, route not reported) and vancomycin injection (1 gram, once every 5 days, discontinued, route not reported) for peritonitis. At the time of this report, the patient was recovered from the event and pd therapy was ongoing. No additional information is available.